Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Blood ws seen in the threads of the dialyzer and down the outside of the dialyzer. Estimated blood loss was less that 10 cc's. Patient had no ill effects. User facility disposed of the sample; sample is not available.